Event description:
After deployment of the main body, and during retrieval/removal of the delivery system, the device tip became detached from the rest of the delivery system and had to be removed from the body separate from the rest of the system. A snare was run up the wire of the main body side, the tip was snared, dragged back into the gore dryseal sheath that was in place, and both tip and gore sheath were removed. Gore sheath was placed back into the patient, and the procedure proceeded as per usual. A good result was achieved, and there was no injury to the patient. Patient outcome - "there was no injury to the patient."

Event description:
After deployment of the main body, and during retrieval/removal of the delivery system, the device tip became detached from the rest of the delivery system and had to be removed from the body separate from the rest of the system. A snare was run up the wire of the main body side, the tip was snared, dragged back into the gore dryseal sheath that was in place, and both tip and gore sheath were removed. Gore sheath was placed back into the patient, and the procedure proceeded as per usual. A good result was achieved, and there was no injury to the patient. Patient outcome - "there was no injury to the patient."